Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant depressed ft3 result is unknown. No samples have been provided to siemens for investigation. Siemens headquarters support center has evaluated the information provided. The vista ft3 is discordant compared to the alternate siemens methodology on the advia centaur system which was within the normal reference interval. The higher advia result is consistent with physician expectations. The instructions for use for the ft3 flex® reagent cartridge contains the following information: "patient samples may contain human anti-sheep antibodies (hasa) that could give falsely elevated or depressed results with assays that use sheep monoclonal antibodies. This assay has been designed to minimize interference from hasa containing samples. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution.." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed free triiodothyronine (ft3) result was obtained on a patient sample on the dimension vista 1500 system. It is unknown if the result was reported to the physician. The same sample was tested with an alternate siemens methodology and a higher result was obtained. There are no reports of patient intervention or adverse health consequences as a result of the discordant depressed ft3 result.